Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a display issue with coaguchek xs meter serial number (B)(4). The customer stated when the meter was turned on, only part of the display was visible. Upon completing a display check, only part of the "88.8" of the results field was visible. There were no horizontal lines and the vertical lines were truncated. Only the bottom portion was visible and the decimal point was missing. The customer noticed the display issue 3 weeks ago and stopped using the meter at that point. No patient treatment was affected by the display issue. No adverse event occurred. The device was requested for investigation.

Manufacturer narrative:
Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found.